Manufacturer narrative:
Other applicable components are: product ID: 977a260, lot# va13u5q038, product type: lead; product ID: 977a260, lot# va0zcls033, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was checking with the cs who saw them last to see if they remember how they were doing. The x-ray did show the left lead was one vertebral body below where it was implanted. However, they were not programmed on that lead so it was an insignificant finding. The rep didn't remember anything but the patient was scheduled to see doc again on thursday. They would get an update then. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient felt a pop in lower back 2 days ago from this report while sitting on couch at home. Immediate low back pain and parenthesis down her leg. She usually has her settings set below perception. No reported environmental/ external/ patient factors may have led or contributed to the issue. Rep checked impedance and they were normal. Stimulation same area as before. X-ray were done (B)(6) 2018 will follow up with physician at appointment on (B)(6) 2018. Unknown if the issue has been resolved. No surgical intervention occurred. Unknown if surgical intervention is planned will follow up for more information. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there were no actions and interventions taken to resolve the migrated lead because none was needed. Also, it was reported that the patient symptoms and migrated lead issues have been resolved. There were no further complications or anticipations reported with this event.